Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the customer's report was observed and the main board was replaced. The device was recertified and returned to the customer. The main board was returned to zoll medical united states; the customer's report was duplicated and attributed to a shorted transient voltage suppressor diode on the main board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was returned to zoll medical canada. The customer's report was observed during testing. However, the reported problem could not be duplicated. The main board and battery board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report is correcting information submitted on the previous medwatch reports. Please reference section d4 (serial number) and h4.